Event description:
It was reported there was an impedance issue. The patient had a decline in health and has dementia but the healthcare professional (hcp) stated the patient was doing fine with her symptoms but it was hard to assess due to the patient¿s dementia. The hcp ran impedance test and saw >4000 ohms on all combinations that had the 0 electrode (c, 0; 0, 1; 0, 2; 0, 3). The impedance issue occurred after surgery and had not resolved. The cause of the impedance issue and if it was device related was unknown. It was noted the patient had very high impedance during a routine device check 3 years after implant. The patient was programmed on +3, 2, -1, and 0. The caller wanted to know if there would be a problem if they turned the implantable neurostimulator off and they were informed no there would not be an issue. There were no lead fractures noted and no troubleshooting or other actions were taken to mitigate or resolve the event at this point. The patient was noted to be receiving 50% or greater symptom reduction. The battery showed it had 5 months left so the caller may assess in 3 months. It was also stated the patient had chronic back pain but they had complained more so in the last several weeks. The patient was instructed to observe only but was doing well otherwise. If additional information is received regarding this event a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v508214, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).